Manufacturer narrative:
B3 - date of event - the event date is unknown and 01 jan 2024 has be used as a place holder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint involving 360¿ infusion pump was associated with air in line. The customer reported the following issue: "doesn't detect bubbles¿. The product is available for evaluation. The status of the product at the time of the event is unknown. The customer stated there was unknown patient involvement, and unknown adverse event / human harm.

Manufacturer narrative:
Engineering evaluates the relevant infusion per the customer reports could not be confirmed. Engineering couldn¿t confirm the customer complaint of ¿doesn¿t detect bubbles¿, because the device correctly detected the occlusion in line a and b and alarmed the user to try clearing by back priming and power cycles which is the expected behavior. Since the infusions in both line a and b are interrupted by occlusion alarms continuously, engineering recommends service center do the preventive maintenance tests. Apart from this, engineering confirms that the device was working as expected. It was noted in the `as-found condition: the device has a damaged door.